Event description:
It was reported that a novum iq large volume pump failed to deliver the infusion. This was further described as "the pump was programmed for an iron sucrose infusion over 90 minutes. The infusion was started, and drops were noted in the chamber. Within 3 minutes the pump continues to read as volume to be infused (vtbi) decreasing but no drops were falling into the chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.